Manufacturer narrative:
An event regarding a revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: the product was not returned. A review by a clinical consultant indicated, "what exactly has caused failure in this case, the balance between patient-related and procedure-related factors, cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case." A review of the device history records could not be performed as lot information was not provided. A complaint history review could not be performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Left knee revised for pain and instability, change of polyethylene spacer and resurfacing of patella.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Left knee revised for pain and instability, change of polyethylene spacer and resurfacing of patella.